Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and the stylet still inserted. Visual inspection found body fluid around the helix and noted the conductor coils were extremely deformed and the insulation was torn near the tip, suggesting the lead was pulled with force. Additionally, electro-cautery damage and cuts were also noted in the insulation. Testing was completed to assess the lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests revealed the lead was electrically continuous but the inner insulation integrity was compromised by the coil damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip further evidenced the stretched conductor coils. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Although the lead failed the inner insulation integrity testing due to extremely deformed conductor coils, reasonable evidence suggests this extreme damage was induced during the explant procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing. Additional information stated the physician suspected the undersensing could have been caused by a possible micro-dislodgment. The lead was extracted and replaced with an alternate to resolve the issue. No additional adverse patient effects were reported.